Event description:
It was reported that the implantable cardioverter defibrillator exhibited myopotential oversensing. Upon interrogation, low level and high frequency noise was noted, which caused inhibition of pacing. On (B)(6) 2017, the asymptomatic patient presented in the clinic and myopotential was not able to be reproduced. The device was reprogrammed and the patient would be monitored remotely.